Manufacturer narrative:
There was no rewind anomaly on the insulin pump. The device was received with normal operating currents. The insulin pump passed the self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The device was unable to prime at 2.5 pounds during priming test due to faulty force sensor resistor. There was no motor error alarm and the motor was tested outside of device and passed. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratches on the reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call rewind anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer realized the insulin pump did not rewind when they changed the reservoir. Customer performed and passed the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.